Event description:
It was reported that the vns was altering the patient's sleep patterns and causing the patient irritation. The device was disabled but the patient requested explant. No known surgical intervention has occurred to date. No additional relevant information has been received to date.